Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The product support engineer (pse) asked customer to see troubleshooting in the service manual, page 9-41. The pse had him to open the unit and verify the ground wires are secure. The biomedical engineer noticed it was a loose ground connection on the inside of the vent .he took the covers off to access it. Wiggled wires around and tightened bolt, and it went to .2 ohm. This addressed the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the failing electrical safety test during preventative maintenance. There was no patient involvement.